Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19007 - device 7 of 8. E1 patient country spain.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient encountered eight infusion set cannula kinked event on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 within 3 hours of insertion. The infusion set was in use for few hours. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.